Manufacturer narrative:
Additional information was added to d9, h3, h6, andh11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp was observed. Clear passage testing was performed and no issues were observed. Clamp function and leak testing were performed and an internal leak through a closed twist clamp was observed. There was no external leak. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as the home patient ¿was disconnecting from the cycler, the transfer set was closed and they discovered fluid leaking out of the navy blue end¿. This was observed during use of the device for automated peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.